Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink luer activated valves broke during priming. The y type extension set lines snapped at the base of the fluid chambers. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation as well as a photograph of the sample. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. Visual inspection of the returned actual sample was also performed with no issues noted. Also, a retention set was gravity tested and it was determined that fluid flows regularly through the tubing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.